Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, esophageal reflux, sleep disturbance and gerd. Concomitant products included ziprasidone. In (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful periods"). In (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), burning sensation ("burn like marks on my arms,legs"), tenderness ("right adnexal tenderness"), haemorrhage ("hemorrhagic embarrassment"), factor ii mutation ("factor ii gene mutation"), dyspnoea ("sob") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dysmenorrhoea, alopecia, abdominal distension, vaginal haemorrhage, fatigue, burning sensation, tenderness, haemorrhage, factor ii mutation and dyspnoea outcome was unknown and the menorrhagia, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, burning sensation, dysmenorrhoea, dyspareunia, dyspnoea, factor ii mutation, fatigue, haemorrhage, headache, menorrhagia, pelvic pain, tenderness and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total tubal occlusion CT found extensive pulmonary emboli involving all major branches and pulmonary infarct.overview of abdomen showed enlarged uterus with some adnexal erythema. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, anxiety, menorrhagia and dysmenorrhea, shortness of breath. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder: factor ii 30jun2017, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, burn like marks on my arms and legs, right adnexal tenderness, hemorrhagic embarrassment, positive for factor ii gene mutation, sob provoked pe with history of recurrent 1st trimester miscarriage were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, esophageal reflux, sleep disturbance and gerd. Concomitant products included ziprasidone. In (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful periods"). In (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), skin disorder ("burn like marks on my arms,legs"), adnexa uteri pain ("right adnexal tenderness"), haemorrhage ("hemorrhagic embarrassment"), factor ii mutation ("factor ii gene mutation"), dyspnoea ("sob") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dysmenorrhoea, alopecia, abdominal distension, vaginal haemorrhage, fatigue, skin disorder, adnexa uteri pain, haemorrhage, factor ii mutation and dyspnoea outcome was unknown and the menorrhagia, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, dyspnoea, factor ii mutation, fatigue, haemorrhage, headache, menorrhagia, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total tubal occlusion. CT found extensive pulmonary emboli involving all major branches and pulmonary infarct. Overview of abdomen showed enlarged uterus with some adnexal erythema. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, anxiety, menorrhagia and dysmenorrhea, shortness of breath. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, esophageal reflux, sleep disturbance, gerd and sinus tachycardia since 2011. Concomitant products included apixaban, paroxetine since (B)(6) 2016, prenatal vitamins from 2007 to 2016 and ziprasidone. In (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful periods"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type"). In (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), skin disorder ("burn like marks on my arms, legs"), adnexa uteri pain ("right adnexal tenderness"), haemorrhage ("hemorrhagic embarrassment"), factor ii mutation ("factor ii gene mutation/blood or heart disorder/condition type: factor ii"), dyspnoea ("sob") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dysmenorrhoea, alopecia, abdominal distension, vaginal haemorrhage, fatigue, skin disorder, adnexa uteri pain, haemorrhage, factor ii mutation, dyspnoea and rash outcome was unknown and the menorrhagia, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, dyspnoea, factor ii mutation, fatigue, haemorrhage, headache, menorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total tubal occlusion. CT found extensive pulmonary emboli involving all major branches and pulmonary infarct. Overview of abdomen showed enlarged uterus with some adnexal erythema she was free to engage in sexual relations, with her husband, without having to worry about any further pregnancies. Date: (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, anxiety, menorrhagia and dysmenorrhea, shortness of breath. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received, patient relevant information , lab data, concomitant product, event rashes or skin conditions type were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder'), pulmonary embolism ('pulmonary embolism') and cerebrovascular accident ('stroke') in a 32-year-old female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in (B)(6) 2015, dizzy spells, floaters and parity. Concurrent conditions included sinus tachycardia since 2011, depression, esophageal reflux, sleep disturbance and gerd. Concomitant products included apixaban, minerals nos;vitamins nos (prenatal vitamins) from 2007 to 2016, paroxetine since (B)(6) 2016 and ziprasidone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful periods"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type"). In (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pulmonary embolism (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), skin disorder ("burn like marks on my arms,legs"), adnexa uteri pain ("right adnexal tenderness"), haemorrhage ("hemorrhagic embarrassment"), factor ii mutation ("factor ii gene mutation/blood or heart disorder/condition type: factor ii"), dyspnoea ("sob"), abdominal pain lower ("right lower quadrant pain") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hystrectomy(full) (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, pulmonary embolism, cerebrovascular accident, abdominal pain, headache, dysmenorrhoea, alopecia, abdominal distension, vaginal haemorrhage, fatigue, skin disorder, adnexa uteri pain, haemorrhage, factor ii mutation, dyspnoea, rash and genital haemorrhage outcome was unknown and the menorrhagia, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, autoimmune disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, dyspnoea, factor ii mutation, fatigue, genital haemorrhage, haemorrhage, headache, menorrhagia, pelvic pain, pulmonary embolism, rash, skin disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total tubal occlusion. Diagnostic results: CT found extensive pulmonary emboli involving all major branches and pulmonary infarct.overview of abdomen showed enlarged uterus with some adnexal erythema she was free to engage in sexual relations, with her husband, without having to worry about any further pregnancies. Date : (B)(6) 2016 on (B)(6) 2017, ultrasound pelvis revealed the uterus measures 9 x 3.3 x 5 cm. The endometrial stripe measures 1 cm which is within normal limit. Presumed 4 mm nabothian cyst within cervix. Bilateral essure device appears appropriately positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received: newly added events-bleeding genital, pulmonary embolism, stroke. Onset date of previously reported events was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), dysmenorrhoea ("painful periods"), alopecia ("hair loss"), abdominal distension ("bloating") and menorrhagia ("heavy periods"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dysmenorrhoea, alopecia, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: coding request performed- event "heavy periods" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), dysmenorrhoea ("painful periods"), alopecia ("hair loss"), abdominal distension ("bloating") and menorrhagia ("heavy periods"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dysmenorrhoea, alopecia, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-nov-2017: coding request performed- event "heavy periods" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.